Event description:
It was reported via legal documentation that approximately 74 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear loosening of total knee replacement, infection, pain, femoral loosening, tibia and femur cysts, inflammation and swelling, and tibial bone loss. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
D10 concomitant devices: (B)(6) 02-012-45-2535 - lgc tibial fit tray cem sz 2.5f / 3.5t. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 02-010-01-0225 - logic femoral ps cem left sz 2.5. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, femoral loosening, infection, or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided.